Manufacturer narrative:
Date of event: the exact event date is unknown. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) previously removed a few months ago since the hospital staff tried to insert a catheter without deactivating the aus and ruined the cuff and perforated the urethra. The urethra has healed and the patient wanted a new aus implanted to restore urinary incontinence. The procedure was successfully completed. The patient fully recovered.